Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the central processing unit (cpu) and driver boards, performed a calibration on the cpu board and ran the roller pump for several minutes without any errors. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was a "overspeed 3" error message on the roller pump. This is back-up roller pump. There was no patient involvement.